Manufacturer narrative:
Device evaluated by MFR: the complaint device was not received at the complaint investigation site (cis) for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the catheter stuck on the guidewire. The physician was performing a procedure using a rubicon and an unspecified wire; however the catheter became stuck on the wire. The wire and catheter were removed from the patient. No patient complications were reported.